Event description:
Healthcare professional reported rupture confirmed via ultrasound. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device and an opening assessed as fold flaw opening also observed missing piece of shell assessed as inconclusive. As per the investigation procedures creases, non penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture confirmed via ultrasound. This record is for left side. Device has been explanted and replaced.